Manufacturer narrative:
One device was returned for repair in used condition. The device has not been serviced in the past. Primary reported problem was duplicated during functional testing; found air detector did not pass. The cause of the issue was the air detector. Replaced the air detector to fix the problem. The device passed all functional test after the repair.

Event description:
It was reported that the adult drug library was not accepting priming. Per reporter, the pump was alarming with the screen message, "cannot start pump with air in line. Prime tubing." Per reporter, no fewer than three primes were attempted, and the issue occurred during testing. There was no patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.